Event description:
Dealer states the clamp which secures the seat to the toilet broke off and the end user fell to the floor as a result, incident took place on (B)(6) 2014. Dealer states the end user was not injured. Dealer visited the end user and stated also the end user was walking and he was not injured.